Event description:
The customer reported image quality issues during maintenance involving an olympus camera head. There was no patient involvement reported.

Manufacturer narrative:
E1 - phone number-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.